Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer had blood glucose level was above 400 mg/dl. The customer experienced symptoms such as nausea. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active. Tape was not sticking and infusion set came off. The insulin pump will not be returned for analysis.